Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown and had an alarm unexpectedly. There was no harm or injury to patient and no adverse event was reported. The nurse turned the iabp off then on again and the equipment worked normally. Treatment was continued with the iabp.

Manufacturer narrative:
A getinge service representative reported that the safety disk was replaced, and after replacing the safety disk, the iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown and had an alarm unexpectedly. There was no harm or injury to patient and no adverse event was reported. The nurse turned the iabp off then on again and the equipment worked normally. Treatment was continued with the iabp.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. A getinge service representative reported that the repair for the iabp unit has been completed. The exec processor and the backplane boards were replaced as a preventive measure. Then running test was performed for a few days without any issues. In addition, the getinge service representative reported that the iabp was not returned to the customer for clinical use due to a request from the customer to replace the safety disk due to cycle count of the safety disk has been reached. The customer was provided with an estimate of replacement of the part; however, the customer has not yet approved the estimate, and they did not give a time of approval. If in the future the customer approves the estimate of replacement of the safety disk , or if any pertinent information is received, a supplemental report will be submitted.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown and had an alarm unexpectedly. There was no harm or injury to patient and no adverse event was reported. The nurse turned the iabp off then on again and the equipment worked normally. Treatment was continued with the iabp.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge representative found errors in the fault logs but was unable to replicate the issue although a running test was performed for two days on the iabp. However, the unit is not released cleared for clinical use and to the customer. A supplemental report will be sent upon receiving additional information. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) shutdown and had an alarm unexpectedly. There was no harm or injury to patient and no adverse event was reported. The nurse turned the iabp off then on again and the equipment worked normally. Treatment was continued with the iabp.